Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01327, 3005168196-2021-01328.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps, packing coil lps, and non-penumbra microcatheter. During the procedure, the ruby coil lp would not advance from the friction lock within its introducer sheath. Subsequently, the same issue occurred with the other ruby coil lp and packing coil lp. Therefore, the ruby coil lps and packing coil lp were removed. The procedure was completed using new ruby coil lps. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps, packing coil lps, a lp system detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the two ruby coil lps would not advance from the friction lock within its introducer sheath. Therefore, the ruby coil lps were removed. It was also reported that the physician advanced a packing coil lp in the target vessel using the microcatheter and attempted to detach it using the handle; however, the packing coil lp failed to detach. Subsequently, the packing coil lp was removed. The procedure was completed using new ruby coil lps and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow up #1 MFR report. 1. Section b. Box 5. Describe event or problem this report is associated with MFR report numbers: 1.3005168196-2021-01327. 2.3005168196-2021-01328. H3 other text : placeholder.